Manufacturer narrative:
One device was received for evaluation. A visual inspection with the naked eye noted two supply lines without the tip protector (cap). No other abnormality was observed on the returned sample. Additional information was received from the customer which confirmed the customer had removed the caps. Therefore, the reported issue of missing components was not verified and the homechoice cassette is no longer considered a suspect product in the reported event. Additionally, functional tests were performed which included an underwater pressure test, a self test, and a priming test and no issues were noted; the device met specifications. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were missing patient connectors and had a total of five cassette wires. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.